Event description:
Pt was on on q pump post operatively and while physician was attempting to remove it on (B) (6) 2010 catheter broke off. Pt was returned to surgery for removal of the retained catheter. After investigations and review, it was determined possibly the catheter was sewn in while suturing during surgery. Diagnosis or reason for use: right ovarian cyst. On q pump - used for pain control from (B) (6) 2010 to (B) (6) 2010.